Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device would not charge defib and disarm the energy internally by itself. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device. The reported malfunction was observed during testing of the device and attributed to the battery being depleted. Battery management practices were reviewed with the customer as part of the investigation outcome. The device was tested with fully charged batteries with no discrepancies. The device was recertified and returned to the customer. Review of device's history logs confirms the fault with a "defib charge timeout fail" message which indicates that the device failed reach the target voltage within 25 seconds. The zoll representative was onsite and confirmed that the device had low voltage and needed to be charged. Battery management information has been provided to the customer. Analysis of reports of this type has not identified an increase in trend.